Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient had high blood glucose due to infusion sets leakage issues where infusion set tubing detachment between tubing and site connector, infusion set in the use of one day event on (B)(6) 2026.